Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery jaws failed during use on the patient. At the time, it was noted that the coating of the tips of the cautery jaws had broken into very small pieces. The hospital dragged back the larger pieces with the device and then retrieved them with forceps. The device was immediately discontinued and another hemopro device was opened to complete the case. The customer notes that the pieces of insulation were very small and they are not sure if all of the material was removed from the patient's leg, but there were no other patient effects. The hospital will notify the patient of the incident.

Manufacturer narrative:
(B)(4). A photographic inspection was performed on the photos submitted by the complainant. It was observed on the photos that the silicone boot on the cold jaw was peeled and detached near the tip of the jaw. Two(2) pieces of silicone were also shown beside the device. They appear to be part of the boot that came off from the jaw. The device was returned to the factory for evaluation. Signs of clinical use with evidence of blood and charred tissue on the tool jaws. Microscopic inspection showed a portion of the silicone insulation near the tip of the cold jaw was peeled away and detached, exposing the metal part underneath. The detached pieces of the cold boot were not returned to the factory. It was also observed that the heater wire on the hot jaw was slightly flexed but remained attached to the jaw. The silicone insulation on the hot jaw remained intact. Based on the returned condition of the device and the results of the evaluation, the reported failure ¿peeled jaw" was confirmed. The analyzed failure "material twisted/bent" was also confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery jaws failed during use on the patient. At the time, it was noted that the coating of the tips of the cautery jaws had broken into very small pieces. The hospital dragged back the larger pieces with the device and then retrieved them with forceps. The device was immediately discontinued and another hemopro device was opened to complete the case. The customer notes that the pieces of insulation were very small and they are not sure if all of the material was removed from the patient's leg, but there were no other patient effects. The hospital will notify the patient of the incident.